Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that the laser does not turn on, and a burning smell was noticed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. The device is not available for analysis and no work order was associated with this case; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the laser does not turn on, and a burning smell was noticed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.